Manufacturer narrative:
Patient originally complained of a shocking sensation but further follow up and communication revealed the sensation is an occasional sporadic "squeezing" spasm sensation which is likely due to gp and not device related. Patient feels device is working and doesn't want it removed. No further action to be taken at this time; patient will follow up if any other issues arise.

Manufacturer narrative:
Patient stated was in a level 10 pain and was being shocked constantly. Had "horrible pain and was taken by ambulance to abbott to have the device turned off." Patient had to be taken by ambulance to abbott hospital to have device turned off. Patient does not know if device will be removed. Attempting to follow up with patient.

Event description:
Called patient to get last name spelling. Patient stated device was "shocking them" and had to go to hospital to get device turned off. Is going to see dr next week to see what will happen with device.